Event description:
Reference MFR. Report#: 1627487-2019-04551 & 1627487-2019-04547.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-04551 & 1627487-2019-04547. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system (exact explant date is unknown).